Event description:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 200628, he013ah) inserted. The case describes the occurrence of medical device removal ('subject desired sterilization so had bilateral salpingectomy with removal of essure'). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device insertion ("subject only had one essure placed in right fallopian tube"). The subject was treated with surgery (bilateral salpingectomy with essure removal). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The relationship of complication of device insertion and medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: subject only had one essure placed in right fallopian tube. Subject desired sterilization so had bilateral salpingectomy with removal of essure we received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He013ah) inserted. The case describes the occurrence of medical device removal ('subject desired sterilization so had bilateral salpingectomy with removal of essure'). The occurrence of additional non-serious events is detailed below. The subject's medical history included herpes simplex and ulcerative colitis. On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device insertion ("subject only had one essure placed in right fallopian tube"). The subject was treated with surgery (bilateral salpingectomy with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The relationship of complication of device insertion and medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: subject only had one essure (lot number 200628 (10), he013ah) placed in right fallopian tube. Subject desired sterilization so had bilateral salpingectomy with removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Lot number reported (200628) is invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient¿s age, patient¿s details, medical history, essure start date, stop date added. Batch number 200628-inv, he013ah was updated to he013ah. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 46-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140130060) had fallopian tube occlusion insert (batch no. 200628-invalid,he013ah) inserted. The case describes the occurrence of medical device removal ('subject desired sterilization so had bilateral salpingectomy with removal of essure'). The occurrence of additional non-serious events is detailed below. The subject's medical history included herpes simplex and ulcerative colitis. On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device insertion ("subject only had one essure placed in right fallopian tube"). The subject was treated with surgery (bilateral salpingectomy with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The relationship of complication of device insertion and medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: subject only had one essure (lot number he013ah) placed in right fallopian tube. She had experienced mild tubal spasm on day of insertion (considered a nonserious event and not of special interest and unrelated to study procedure). The event occurred prior to first procedure. Essure bilateral placement was unsuccesful. Subject desired sterilization so had bilateral salpingectomy with removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Lot number reported (200628) is invalid batch no : he013ah production date: 2017-06-15 and expiration date: 2020-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140130060) had fallopian tube occlusion insert (batch no. 200628-inv,he013ah) inserted. The case describes the occurrence of medical device removal ('subject desired sterilization so had bilateral salpingectomy with removal of essure'). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device insertion ("subject only had one essure placed in right fallopian tube"). The subject was treated with surgery (bilateral salpingectomy with essure removal). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The relationship of complication of device insertion and medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: subject only had one essure (lot number 200628(10),he013ah) placed in right fallopian tube. Subject desired sterilization so had bilateral salpingectomy with removal of essure lot number reported (200628) is invalid most recent follow-up information incorporated above includes: on 5-oct-2019: update of information (batch 200628 is invalid) we received a lot number (he013ah) in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.